Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 480 mg/dl. Customer had bronchitis and pneumonia. Customer was not wearing the device at time of hospitalization. Device alarmed a no delivery alarm. Alarm was resolved by an infusion set change. Customer was advised the infusion set will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is january 30, 2016.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is january 30, 2016.